Manufacturer narrative:
It was reported that while removing a central venous catheter guidewire from a patient it began to unravel after the triple lumen catheter was placed over the guidewire. Another physician took over the procedure at which time he was ultimately able to remove the guidewire. A second subclavian line was placed. It was reported that the patient was not directly injured by the guidewire failure. No further information is available. The sample is not available for returned and evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported a guidewire unraveled after the triple lumen catheter was placed over the guidewire. A second subclavian line had to be placed.